Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving baclofen and morphine via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient had respiratory arrest after the pump replacement procedure, so the provider reprogrammed the pump to minimum rate. The provider then returned the pump to the previous dose settings 24 hours later, and the patient recovered with no injury. The issue was noted to be resolved, and it was indicated that the healthcare provider had no further information to provide regarding the reported event.